Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) defibrillation lead exhibited noise, no pacing, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms upon connection to the header of the replacement device. The lead was removed from the device header and tested on a pacing system analyzer (psa) with the same results. The lead was noted to have an insulation breach and fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.